Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device had an "unexpected system shutdown while plugged in" on the medical/surgical unit. No other event details were reported except to state there was no effect to the patient from this event. Devices were sequestered, however the administration set was not saved.

Manufacturer narrative:
Disregard file. Upon further clinical review, event is determined to be non- reportable.